Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The glidescope operations and maintenance manual (omm) and the glidescope avl system operations and maintenance manual (omm) both note that the video monitor must be turned off prior to connecting or disconnecting the video cable. Changing blades/batons/cables without first turning off the video monitor ("hot swapping") could cause image issues.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, there was an intermittent image. The biomed believes that the end user was "hot swapping". A delay in the procedure of five (5) minutes occurred as another glidescope avl video baton 1-2 was obtained. No harm to the patient or user was reported.